Event description:
It was reported on 05/11/2026 by dr. (B)(6). That two glidewell ht implants failed. The 75-year-old, female patient presented on (B)(6) 2026 for implant placement on tooth position # 4. The patients bone quality was reported as type iii and her oral hygiene as fair. The patient returned for the second stage surgery at which time the doctor noted the patient had inflammation and granulation/fibrous tissue around the implant. It was determined that the device failed to osseointegrate and the device was explanted on (B)(6) 2026. The symptoms resolved after implant removal and there was no permanent patient injury. The implant was replaced by an implant of a different size. Additional information received reported that the day the first implant was removed, a second implant, size ø4.3 x 10mm, was placed but it lacked primary stability and was removed the same day. A third implant of a larger size (ø5.0 x 8) was placed the same day. The patient is now doing fine.

Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).